Manufacturer narrative:
The light going out during intubation would cause a disruption in patient therapy. The clinician would need to find a handle and blade that work further delaying the intubation and patient therapy. The complaint of "during set up and during intubation our light flickered and/or would not turn on" regarding parts 1023.c2015.c, 1024.c2015.c, and 1032.c2015.c was confirmed. The root cause could possibly be a result of electrical components not making sufficient contact. A risk assessment was performed, and the ultimate risk was determined to be medium which does require reporting to the CAPA review board. CAPA 0510 has already been opened. There have been 0 other complaints regarding the same part and a similar issue within the 24 months preceding the reporting of this issue. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
During set up and during intubation our light flickered and/or would not turn on.

Manufacturer narrative:
The light going out during intubation would cause a disruption in patient therapy. The clinician would need to find a handle and blade that work further delaying the intubation and patient therapy.

Event description:
During set up and during intubation our light flickered and/or would not turn on.